Manufacturer narrative:
The elecsys hcg+ss test system reagent lot number and expiration date were not provided. A field service engineer (fse) determined that the gripper was randomly dropping cups, causing double cupping in the incubator. The fse replaced the carrier assembly and verified the instrument by performing gripper checks, precision testing, and qc. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable elecsys hcg+ss test system result from the cobas e 411 analyzer (rack system) for one patient. The initial result was around 800 miu/ml, and the repeat result was 0 miu/ml. The sample was repeated because the doctor questioned it.